Manufacturer narrative:
Basu, b., mahapatra, tapan kumar sinha, m., roy, b., and schaefer, f. (2016, may 14). Efficacy and outcomes of continuous peritoneal dialysis versus daily intermittent hemodialysis in pediatric acute kidney injury. Pediatr nephrol, 31, 1681-1689. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) pediatric patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Pd therapy remained ongoing. At the time of this report, the patient was recovering and the effluent was sterile. No additional information is available..